Manufacturer narrative:
Batch review performed on 19 november 2024 lot 185584: (B)(4) manufactured and released on 27-sep-2018. Expiration date: 2023-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had knee instability and the cause is unknown. At about 6 years post op the surgeon revised the insert and the surgery was completed successfully. Liner upsized from 12mm to 14mm.